Event description:
While using the 1.25 solid cardiovascular systems incorporated (csi) five times at alternate speeds (60, 90 & 120 thousand rotations per minute (rpms)) on the distal superficial femoral artery (sfa). The sixth run the device stopped working and humming. Angiogram was performed, and no harm was noticed. The device was removed, a new 1.25 solid csi was opened, and a new device was used to finish the case.